Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 23mm sapien 3 ultra resilia transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year due to unknown reasons. A surgical valve was implanted. No additional details were provided.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per the medical record received, CT showed a hypoattenuating mobile mass that was arising from the junction of right and left coronary cusp leaflets and appeared attached to the left leaflet. The mass was moving into the ascending aorta and lvot during the cardiac cycle. At the inferior aspect of the prosthetic valve, there was evidence of pannus formation with 3-4 mm circumferential thickness. During explant of the sapien 3 ultra resilia (s3ur) valve, the mobile filamentous structure extruding from the right/ left commissure was removed. The leaflets of the s3ur valve were opened and a large pannus was noted extending from the left/non-commissure all the way to the mid portion of the right coronary cusp. The valve was heavily endothelialized. The s3ur valve was successfully explanted and the lvot inspected. The large pannus as noted above was then shaved off the lvot and ventricular aortic junction. The lvot under the right coronary cusp was repaired. Pathology report showed intravalvular mass had fragments of soft tissue; predominantly fibrin, with mixed acute and chronic inflammation. The subannular mass had dense fibrous tissue, with rare viable myocytes, associated with chronic and focal active inflammation. Based on the pathology report, the mobile mass was also pannus.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause for the pannus could not be determined with the information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.